Manufacturer narrative:
Device was used for treatment, not diagnosis. Vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. This report is for an unknown lcp condylar plate/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. The authors conducted a retrospective study regarding the use of synthes locking compression plate (lcp) condylar plate to treat distal femoral fractures in forty six patients, 19 men and 27 women with mean age 60 years (range, 21-88), during a thirty six month period. At least four locked screws were placed distally. Results were noted as follows. A (B)(6) obese, type-ii diabetic female (case 4) was treated for an open distal femoral fracture. Eighteen weeks after surgery, the patient reported mild knee stiffness, swelling and pain. Radiographs showed breakage of two locked screws at the screw-plate interface and lateral displacement of another screw. Sixteen months postoperatively, the fracture appeared united with a loss of five degrees of angular alignment. A copy of the literature article is being submitted with this medwatch. This is report 9 of 13 for (B)(4). This report is for an unknown lcp condylar plate.